Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has undertaken surgical intervention to explant and replace the ipg. Effective therapy was restored post-op. No further information is available at this time.

Manufacturer narrative:
Additional information was obtained.

Event description:
It was reported that the ipg was replaced electively. There were no complaints or allegations made against the device.